Event description:
During cementing process, there was no bond with implant/bone interface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.